Event description:
It was reported that; the tip of the tap broke off in the patient's bone. The broken fragment was not retrieved from the patient. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The reported event was confirmed via visual inspection. Manufacturing records were reviewed and no relevant issues were found. The probable root cause of this event is user error - awl not being used to prepare the pedicle.

Event description:
It was reported that; the tip of the tap broke off in the patient's bone. The broken fragment was not retrieved from the patient. There were no adverse consequences to the patient reported.